Manufacturer narrative:
Product complaint # ==> (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what do you mean by "surgeon tried a second time with the same suture strand" did you mean same product code or with the exact suture that result broken?: yes, the same exact suture was utilized. The fixation tab ripped through the fascia and the surgeon attempted a second time with the same suture. Did two devices present "fixation pad was ripping" or just one? Please confirm.: it was a single strand of stratafix symmetric. What is the lot number?: lot # tamblc. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2023 and barbed suture was used. During facia closure, the fixation pad was ripping through the facia. Surgeon tried a second time with the same suture strand with the same outcome. A competitor¿s suture was used to complete the procedure. There were no adverse consequences reported. Additional information was requested.